Manufacturer narrative:
The t:slim x2 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery depleted which resulted in a pump shutdown. The customer's blood glucose (bg) level was 514 mg/dl and was treated via a bolus from the pump. Tandem technical support reviewed pump settings and usage rate and determined that the battery depletion rate was within normal parameters. Customer acknowledged. Reportedly, the customer successfully resumed insulin delivery on the pump.